Manufacturer narrative:
The event of "seroma_" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and device rotation.

Event description:
Physician reported late seroma and device rotation. Left side. Device to be removed.